Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip nitinol sone retrieval basket was used in a flexible ureteroscopy and laser lithotripsy procedure to treat a patient with renal stones (patient identifier, age, sex, and weight unknown). According to the complainant, the basket broke off right at the base of the handle. No additional information is available at this time.